Manufacturer narrative:
The doctor did not definitively identify the specific posts that were used and refused to give any further information. None of the posts involved in these incidents were returned. All of the returned products were unused and out of their package with no lot number or expiration dates available, therefore, no evaluation or DHR review of the products could be conducted. The doctor's office was contacted to get more information regarding incident, but no additional information was received.

Event description:
A doctor alleged that posts in two patients had broken. This is 2nd of the two mdrs.

Manufacturer narrative:
The product involved in the alleged incident was not returned; however, unused fibreklee 4x tapered posts from three (3) lot numbers (4290783, 4215148, and 3800481) were returned by the doctor. The doctor could not identify the lot number for the fibrekleer post that was used on the patient; therefore it cannot be confirmed that a post from either lot number 4290783, 4215148, or 380048 was not used on the patient. The returned products were visually inspected and were found to meet product specifications.